Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 3 august 2015: added patient's age at time of revision, date of birth, weight, height and activity level. Added surgeon's name. Taken from reply to request for additional information

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 22 july 2015: updated as being the 1st of 2 revisions. Updating reason for 1st revision as medial femoral neck fracture within 3 months. Taken from query 1 reply. Updated manufacture and expiry dates for products. Querying surgeon's name.

Event description:
Asr revision. Asr hip resurfacing system - right hip. Reason(s) for revision: unknown. Surgeon unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.